Event description:
During lvad pt support, the bvs console went into "high pressure, low flow" alarms and the flow dropped to approx 1 l/min. Field svc examined the unit but could not duplicate the problem. A complete preventive maintenance was performed and the console is functioning without issue. There was no impact to the pt.